Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. No further investigation is required at this time. Additionally, damage to the front enclosure and handle, as well as a missing threaded cap, cord retainer, and power cable were observed. The plastic threaded cap, power cord, c7-end, a. Female-end, power cord clamp, front enclosure kit, trilogy handle kit, and enclosure seal kit were replaced to address what was missing and damaged. The device's pollen filter and sd card and case were replaced per repair test. Device passed final test.